Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: during the insertion of a central catheter in a patient, the doctor encountered an issue. The guide was blocked from insertion and kinked. Another device was used successfully.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire assembly and a lidstock for analysis. The dilator involved with this complaint was not returned. Signs of use in the form of biological material were observed. Visual analysis revealed that the guide wire was kinked in two locations adjacent to the distal j-bend. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were smooth and uniform. Visual analysis could not be performed on the dilator as it was not returned for analysis. The kinks on the guide wire measured 561mm and 575mm from the proximal end. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.791mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. Dimensional analysis could not be performed on the dilator as it was not returned for analysis. Functional analysis could not be performed as the dilator was not returned for analysis. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a kinked guide wire was confirmed through complaint investigation; however, the dilator was not returned for analysis. Visual analysis revealed that the guide wire was kinked adjacent to the distal j-bend. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, the root cause cannot be confirmed without the dilator also returned for analysis. Therefore, the root cause for this complaint is undetermined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: during the insertion of a central catheter in a patient, the doctor encountered an issue. The guide was blocked from insertion and kinked. Another device was used successfully.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only**

Event description:
It was reported that: during the insertion of a central catheter in a patient, the doctor encountered an issue. The guide was blocked from insertion and kinked. Another device was used successfully.